Manufacturer narrative:
(B)(4) initial emdr submission. A follow u emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Medwatch report (B)(4) states: it was reported that prior to performing a bone marrow aspirate and biopsy, an attempt to remove the introducer from the aspirate needle was made. It was reportedly difficult to slide the introducer out of the needle after which the blue handle broke off. Reportedly, a new needle was obtained and the procedure was started. Procedure was completed. No patient harm was reported. Original intended procedure: bone marrow biopsy. Patient age: (B)(6). Additional information received 7-aug-2017: the providers that have used these instruments confirm that in most cases, &ldquo;the plastic piece on the end of the needle was still on the needle, so we were able to grasp the small plastic end and withdraw the needle.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. No sample was provided for analysis. Consequently, the investigation was not able to confirm the reported failure mode. There were no issues found on the DHR for this lot (0001038740). Since no sample was provided for analysis, the investigation was not able to assess the reported failure mode. Consequently, no probable root cause was identified by the investigation. Since we were unable to identify a root cause for the failure, no corrective actions were identified at this time. We will, however, track and trend future complaints to see if this issue recurs.

Manufacturer narrative:
(B)(4) follow up emdr for a correction.